Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer wears the pump against their skin. Blood glucose level was 200mg/dl. During troubleshooting, a "chunk" of gel-like insulin was observed to be stuck within the cartridge tubing. Reportedly, the customer could not recall whether the insulin was expired. Tandem technical support advised the customer to perform a complete supply change to address the issue. During a follow-up, it was confirmed performed a supply change resolved the issue.